Event description:
Per the clinic, the patient experienced skin overgrowth including cellulitis of the surgical site scar. Subsequently, the patient underwent revision surgery to remove the skin that grew over the site under general anaesthesia and the abutment was removed on at the same surgery on (B)(6) 2025. The implant fixture was remain in place and there is no plan to replace the patient with new abutment as of the date of this report.